Event description:
It was reported that the catheter was placed higher than normal for this patient. The hcp was concerned that the patient might be experiencing some side effect due to the catheter placement. After review of the patient, it was determined that the symptoms were not related to the drug, the pump function, or the catheter placement. The patient's issue was not related to the device.

Event description:
It was reported that following a recent implant, patient experienced altered mental status with symptoms of hallucinations and delirious state. Healthcare provider (hcp) noted that the catheter tip was placed high in the cervical region at c5. Drug delivered via the device was gablofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model# 8709sc (B)(4) implanted: 2011-(B)(6) explanted: unk; catheter model# 8596sc (B)(4) implanted: 2011-(B)(6) explanted:unk.